Event description:
The following was reported: ""I implanted this hip back in 2017. Leg gave way yesterday whilst mowing the lawn. Stem fracture at neck ¿ very odd!"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review with a clinical consultant indicated "I can confirm that the patient underwent a primary right total hip arthroplasty on (B)(6) 2017 since I was able to review the operation report. I can also confirm that the patient sustained a periprosthetic fracture since I was able to see an x-ray with the diagnosis. The root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture are multifactorial including surgical technique, cementing technique, cement integrity as well as positioning and initial stability. Patient factors including lifestyle, activity level and bmi also must be considered as well as implant factors. Trauma could also be a factor if for example a fall occurred. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review with a clinical consultant indicated "I can confirm that the patient underwent a primary right total hip arthroplasty on (B)(6) 2017 since I was able to review the operation report. I can also confirm that the patient sustained a periprosthetic fracture since I was able to see an x-ray with the diagnosis. The root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture are multifactorial including surgical technique, cementing technique, cement integrity as well as positioning and initial stability. Patient factors including lifestyle, activity level and bmi also must be considered as well as implant factors. Trauma could also be a factor if for example a fall occurred. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.